Event description:
It was reported the patient was experiencing sinus tachycardia rhythm and received inappropriate atp. Reprogramming was recommended. Patient was stable and will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.